Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. The investigation determined the issue is related to a sample specific discrepancy. False reactive results may occur as the specificity of elecsys hiv combi pt is less than 100%. All initially reactive/borderline samples (results = 0.9 coi) should be re-determined in duplicate with the elecsys hiv combi pt assay. Repeatedly reactive samples must be confirmed according to the recommended local testing algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv combi pt assay performs within specification.

Event description:
There was an allegation of questionable elecsys hiv combi pt results for 1 patient on a cobas e 602 module. It was reported that the patient produced false-positive hiv results multiple times. Two result examples were provided for the patient: on (B)(6) 2026, the elecsys hiv combi pt result was 322 coi (positive). On (B)(6) 2026, the elecsys hiv combi pt result was 66 coi (positive). Both samples tested negative with the "hiscl system". The hiv antibody confirmatory test was negative. It was reported that the positive results did not match the patient's clinical diagnosis.